Event description:
It was reported that the patient expired. It was noted that the cause of death was "medical related." Per the reporter, the cause of death was not device related. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.